Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities to the device. As the returned guide catheter was not a bsc device, specific details regarding the condition of the returned guide catheter were not able to be obtained as the original state of the returned guide catheter was unknown. Initial testing was performed using the returned guide catheter. During analysis, the burr catheter was able to be inserted and removed from the returned 7f guide catheter, but resistance was encountered during both insertion and removal. In order to determine the functionality of the returned device, a test 8f mach1 guide catheter was used for functional testing per the guide catheter sizing chart within the instructions for use. The burr was inserted into the hub of the guide catheter and advanced through the guide catheter with no resistance or issues.

Event description:
It was reported that the guide catheter lumen was cut by the rotapro. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro was selected for use. During the procedure, the burr was difficult to insert into a non-boston scientific 7f guiding catheter. The physician then used dynaglide mode, but the burr did not advanced due to strong resistance at the tortuous part in the subclavian region. The dynaglide mode was turned off and advanced the burr by pushing it by hand. It was able to cross without any problem. However, resistance occurred when attempting to advance over the tip. The burr may have cut the guiding catheter lumen. The procedure was completed with the reported device. No patient complications were reported.

Event description:
It was reported that the guide catheter lumen was cut by the rotapro. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro was selected for use. During the procedure, the burr was difficult to insert into a non-boston scientific 7f guiding catheter. The physician then used dynaglide mode, but the burr did not advanced due to strong resistance at the tortuous part in the subclavian region. The dynaglide mode was turned off and advanced the burr by pushing it by hand. It was able to cross without any problem. However, resistance occurred when attempting to advance over the tip. The burr may have cut the guiding catheter lumen. The procedure was completed with the reported device. No patient complications were reported.